Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was approximately 250 mg/dl. The contact cleared the alarm and delivered the remaining portion of the bolus. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.